Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 dbs leads, 40cm length; however, it is unknown which dbs lead, 40cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, 40cm length, model: 6172ans, UDI: (B)(4), serial: (B)(6), batch: 9238661.

Event description:
It was reported the patient's extension had high impedances. Surgical intervention took place wherein the extension was explanted and replaced to address the issue. Note: it is unknown which extension is related to this issue.